Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two (2) used, contaminated, samples and three (3) photographs were provided for evaluation. The photographs were reviewed, and in each of the photographs microbubbles were present within the lines of the set. Both samples underwent visual inspection, and the set was assembled per product drawing. Additionally, the patient connector was reviewed under a microscope, and on one set a divot was identified on both the arterial and venous patient connector. This divot was also identified on the venous patient connector of the second set. A luer taper test was performed on all luers with passing results. Both samples were subjected to a leak test following design input requirements by creating a closed system between the arterial and venous portion of the sets and testing them utilizing air under water. On one of the two sets, leakage was identified at the arterial patient connector. Based on the investigation findings, the reported defect was confirmed. Due to multiple complaints related to air-in-line concerns were reported across various items, prompting the initiation of supplier corrective action requests (scars) to investigate the issue. The supplier, gvs, conducted a thorough review of device history records and found no evidence of production issues or nonconformances. No manufacturing, material, or environmental root causes were identified. Engineering evaluations, including accelerated aging and simulated use testing samples with flash and divots at the luer cone, demonstrated no air bubble generation, and all samples met applicable leak and performance requirements. As the issue could not be replicated, a definitive root cause could not be established at this time. However, this change addresses air bubble adhesion observed in tubing following the implementation of a dehp-free resin. The update is limited to design documentation only, with no changes to the bill of material (bom) or drawings at the dr site or supplier level at this time. Existing controls remain in place in accordance with (B)(4) and (B)(4). Any required bom and drawing updates will be implemented through a future change control process. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: microbubbles present in dialysis arterial lines. No injury reported.